Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset at the time and planned to call back when ready to perform the pump reset.